Event description:
Reported events: 1. When asked whether their stimulator ¿could be too strong for some activities or body positions (example: unwanted tingling, jolting, or shocking)¿ 23 patients (18 sub-threshold and 5 supra-perception) reported they ¿totally agreed¿ and 35 patients (30 sub-threshold and 5 supra-perception) reported they ¿somewhat agreed.¿ it was noted that approximately 36, 15, 13, 10, 17, 8, 5, 3, 1, and 2 respondents reported they avoided exercising, coughing, house chores, walking, lying down, laughing, standing up, sitting, using the restroom, and self-care respectively ¿because it can result in shocks/jolts¿ from their stimulator. 2. When asked whether their stimulator ¿could be too weak for some activities or body positions, and my pain increases¿ 12 patients (10 sub-threshold and 2 supra-perception) reported they ¿totally agreed¿ and 35 patients (28 sub-threshold and 7 supra-perception) reported they ¿somewhat agreed.¿ it was noted that approximately 37, 26, 25, 21, 14, 14, 5, 2, 4, and 3 respondents reported they avoided exercising, coughing, house chores, walking, lying down, laughing, standing up, sitting, using the restroom, and self-care respectively because their stimulator was ¿not strong enough to control the pain.¿

Manufacturer narrative:
Literature citation: pritzlaff, s. G. Et al. Patient experience with open-loop spinal cord stimulation devices across manufacturers and waveforms: results of a double-blind survey. Pain phys. 28, e205¿e214 (2025). D: the authors noted that only 33/100 patients surveyed were implanted with a device manufactured by the reporting manufacturer. Additional information has been requested to confirm which, if any, of the reported complaints in section b5 pertain to a device manufactured by the reporting manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.